Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels. The mother reported that her son vomited and his mother took him to the hospital. At the hospital, the patient had a blood glucose level of 363 mg/dl. He stayed for 7 hours and was treated with a drip, 14 units of novorapid insulin by syringe, and an unknown amount of lactate. The mother tried to lower her son's high blood glucose levels with insulin administrations via the insulin pump and also changed all consumables, but without success. Only by using an insulin pen could the blood glucose level be lowered. On the day of the call to roche, the patient was already home, but he was still vomiting, and in the morning he had a blood glucose level of 341 mg/dl.